Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material on the device could not be identified and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. It is possible that humidity invaded the lens which led to corrosion caused by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the distal end and the adhesive around the objective lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.